Manufacturer narrative:
One device was returned for repair. There was no prior service history. No reoccurring alarms were present. Inspection of device found the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. The device passed all functional and delivery tests performed after the repair activities were completed.

Event description:
One device was returned for repair. Analysis of device found the downstream occlusion (dso) seal was delaminating. There was no patient involvement.